Event description:
A nurse reported that they experienced an occlusion and a system message displayed during surgery. The handpiece was flushed out but that did not solve the issue. The handpiece and cassette were exchanged but that did not solve the issue. The system was exchanged and the procedure was completed with no harm to the pt. The customer noted that the surgeon did not put an intraocular lens (iol) in the pt due to the condition of the retina. The customer was clear in saying that the decision had nothing to do with the issues during the procedure. The surgeon feels the retina condition is due to the pts diabetic history.

Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The company representative then tested the system. The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).